Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the device is bent and exhibits thread damage. Surface damage is seen on the spherical radius and the shank. The damage appears to be from contact, possibly from installation alignment. The additional data does not change the previous investigation results. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 65-7711-010-00 ¿ ml taper stem ¿ 63920524, 00-8018-032-02 ¿ femoral head ¿ 63767514, 65-8753-050-01 ¿ trilogy shell ¿ 63834713, 00-8751-009-32 ¿ hxpe liner ¿ 63891272. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure a screw bent at the neck while being implanted and was unable to be used. The surgery was completed with a second device. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of photographs showing that the screw was bent. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.